Event description:
Early 60¿s female with current ascending aortic dissection's. Procedure: repair of ascending aortic aneurysm. The piece (coil) became stuck in the patient's (chordae tendineae) the coil part of the product was cut in 2- allowing to be free from the chordae. Both parts of the product removed without known harm to patient.